Manufacturer narrative:
While endotracheal suctioning was being performed, the catheter broke, leaving a piece in the patient. The retained piece was removed via emergent bronchoscopy. No serious injury resulted. The sample was not returned for evaluation. Photographic images were provided. The catheter was shown to be in two pieces. The break was smooth and its appearance was similar to a cut. The break occurred between the 28 and 29 cm marking. We have no other similar incidents reported to us. At this time, a root cause has not been determined.

Event description:
A piece of the catheter broke off in the patient and was retrieved via bronchoscopy.